Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 26apr2019. The heartmate 3 instructions for use (IFU) and patient handbook are currently available. Section 1 of the IFU entitled ¿introduction¿ lists multiple adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient had a prior admission for pleural effusion in MFR #2916596-2021-05981. Patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had left pleural effusion prompting readmission on (B)(6) 2020. Thoracic drainage was performed on (B)(6). The patient was discharged (B)(6). The causal relationship with the device was considered none as it was considered that the event might have occurred due to inflammation after the implant procedure.